Event description:
Patient is a female with myasthenia gravis and was admitted for shortness of breath, difficulty swallowing and speaking. Patient has a history of dvt and pe. Patient was given 4 doses of plasmapheresis but was intended to receive 5 doses. The 4 incidents of elevated ptt levels prevented her from receiving the last dose. Patient got larger doses of heparin that caused her to have bloody secretions from the ng suction. Heparin orders: plasmapheresis: heparin cath lock "heparin 12, 500 units/2.5ml x 2 -conc 5000 units/ml-, infuse 12,500 units into each port then aspirate daily prn to flush permacath post plasmapheresis." Dvt prophylaxis: heparin 5000 units sq q8h for dvt prophylaxis started 9/20.